Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported that the spring of the module latch was removed from the mounting pin, the locking mechanism did not work and the pt data module fell. There was no reported pt injury associated with this event.